Manufacturer narrative:
(B)(4) method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
Reported that during surgery generator repeatedly displayed 'error code-rf (f6 error).' Error code would occur and energy delivery would not continue unless generator power cycled.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in fair condition with staining on upper case and other minor surface imperfections. No power cord nor user manual were received with unit. No hand pieces were received. Internal visual inspection found both long dc pcba standoffs and front nylon dc pcba standoff broken therefore unit considered out of specification. Unit delivered rf energy correctly into fixed resistors. The error log revealed that the unit was powered up on 26 unique days while in the field. Error log contains 13 e3 (patient return electrode has poor connection), 1 e9 (monopoloar output activated without patient return electrode connected), 23 e11s (patient return electrode disconnected), and 2 f6s (rf module communication with the controller processor has failed). All error log entries, except the f6 faults, are considered 'normal use' errors and are not indicative of problems with the unit. An f6 fault occurs during a temporary loss of communication between the ucb and the rf controller. By design, the system immediately shuts off energy and requires a power-cycle before it will again deliver rf energy. The unit experienced 2 f6 faults on the last day of use ((B)(6) 2013). The first occurred 35 minutes after the unit was first powered-up. The unit was successfully rebooted, and then it exhibited a second f6 fault 52 minutes later. The fault was again successfully cleared by rebooting. Since the unit experienced f6 faults on only one unique day of use in the field, it's possible that it was being operated in an area with a significantly source of electromagnetic radiation noise. The cable between the ucb and the rf controller pcba will be replaced as a preventative measure. Root cause: there were two f6 faults on the last day of use in the field ((B)(6) 2013). The cause of the failures could not be identified in the service department. The ucb-to-rf-controller cable harness assembly ((B)(4)) will be replaced as a preventative measure, under the assumption that there aren't enough twists in the existing cable harness to reliably reject electromagnetic radiation noise. Physical damage caused by rough handling. Perform repairs, upgrades and testing listed below. (B)(4).

Event description:
Reported that during surgery generator repeatedly displayed 'error code-rf (f6 error).' Error code would occur and energy delivery would not continue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.